Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not returned for evaluation despite multiple attempts made by the manufacturer. Although edwards was unable to perform device analysis, this event was most likely due to a progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a 27mm 7300tfx pericardial mitral valve was explanted after an implant duration of five (5) years, nine (9) months due to severe mitral stenosis. The explanted valve was replaced with another 27mm 7300tfx pericardial valve. Per the received medical records the patient expired on pod #36 due to sepsis. Concomitant aortic valve replacement with a 25mm 3300tfx pericardial valve was performed

Event description:
It was learned via the patient registry that a 27mm 7300tfx [2021-07695-01] pericardial mitral valve was explanted after an implant duration of five (5) years, nine (9) months due to severe mitral stenosis. The explanted valve was replaced with another 27mm 7300tfx pericardial valve. Per the received medical records, the patient presented with stenosis of previously implanted bioprosthetic aortic and mitral valves. She underwent redo avr with a 25mm 3300tfx valve, mvr with a 27mm 7300tfx [2021-07695-02] valve, and cabgx1. The patient was hypoxic and vasoplegic when weaned from cpb. On pod #2, the patient had persistent fever post bronchoscopy. Her postoperative course was complicated by respiratory failure requiring reintubation, and she was diagnosed and treated for a fungal pulmonary infection. Her respiratory, urine, and blood cultures were positive for candida. On pod #11, an echo demonstrated severely worsened tr with abnormal leaflet coaptation secondary to valve vegetation. The patient was diagnosed with fungal endocarditis and started on long-term antifungal medication. A tee on pod #12 demonstrated severe tr with fail septal leaflet, thickened mv cusp c/w endocarditis vs thrombus, and the av unchanged. The patient progressed to multi-organ failure, including renal failure requiring crrt, liver failure, and expired on pod #36 due to sepsis.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not returned for evaluation despite requests by the manufacturer. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6.